Event description:
It was reported that the patient presented in clinic for follow-up. Upon check-up, it was found that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.